Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "compressor fault- 2001" was observed during review of the device data log. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. Internal inspection found debris in the flow screens that could be linked to the report but we were unable to firmly establish. The flow screens were replaced as a pre-caution. The customer's report of "display green/yellow/white/red color" and "no response to controls input/selection" were not replicated or confirmed. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The central processing unit to power interface module board ribbon cable was replaced as a pre-caution. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 27-year-old male patient, the device displayed a "compressor fault-2001 " message, the screen turned completely gray, was illegible and there was no response to input controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.